Manufacturer narrative:
The reported event of device had pcu keypad issues was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿pcu keypad" based on the crb review and the limited information provided no further investigation actions will be performed. The customer confirmed that the device had ¿pcu keypad issues¿ which is related to the failure. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The device has not been returned to service, therefore customer¿s reported problem cannot be confirmed. There is not enough information in the file to determine if a CAPA should be referenced. H3 other text : no product returned.

Event description:
It was reported that multiple devices have damaged keypads. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that multiple devices have damaged keypads. No additional information was provided. There was no patient involvement.